Event description:
Per independent repair center statement, the irc5po2v concentrator was alarming (red light). The key failure was the pilot valve manifold not switching. Additional malfunctions were a defective o-ring for the manifold and defective tie wraps for the sieve beds.